Manufacturer narrative:
Additional information was received for this case: the physician has stated that the endoleak was most likely not a type iii endoleak and the endoleak type is currently unknown. It is noted in (B)(6) 2018, the physician planned to treat what was named a type ii endoleak but this was unsuccessful and stopped after 4 grey of radiation. No intervention has been performed and the sac has shrunk since initial implant of the evar. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. Approximately 1 year post the index procedure, it was reported that the patient presented with a type iii endoleak at the flow divider of the endograft. As per the physician, as the endograft was implanted only 1 year previously. No additional clinical sequela were reported and the patient will be monitored.

Manufacturer narrative:
Films review summary: the exact cause/source of the unknown endoleak reported at 8 months post-implant could not be determined from the films provided. Pre-implant CT¿s returned revealed that the patient had a 52mm max diameter infrarenal aaa. The proximal neck diameter measured ~27mm just below the right renal artery, was 35mm in length, moderately angulated, and contained thrombus and moderates amounts of calcification. The left renal artery was occluded and the left kidney was atrophied, and the ima and lumbar arteries were patent. CT¿s from 5-weeks, and 9 months post-implant (1-month after the reported endoleak event), each revealed that the endurant bifurcate was positioned just below the right renal artery and the maximum diameter aaa measured ~52 ¿ 53mm. The lumbar arteries were patent, and widespread contrast was seen within the sac most likely from a retrograde type ii endoleak via the patent ima. Films from the reported unknown endoleak event at 8-months post-implant were not available; however, it appears most likely that the source of the contrast seen within the aaa sac was from a type ii endoleak coming from the ima. If information is provided in the future, a supplemental report will be issued.